Event description:
It was reported a patient experienced and was hospitalized for an infection coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The cause of the infection was not reported. At the time of this report, the outcome of the infection was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The infection occurred on an unspecified date in (B)(6) 2013. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.